Event description:
The customer reported that the system would not expose and the vertical lift was not functioning. Further info from the fse indicated that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse on the system power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.